Manufacturer narrative:
Citation: corcione n, et al. Comparing the safety and effectiveness of five leading new-generation devices for transcatheter aortic valve implantation: twelve-month results from the rispeva study. J invasive cardiol. 2021 mar 19;jic20210319-1. Online ahead of print. Doi: not available. Earliest date of publish used for date of event. Medtronic products referenced: evolut r (PMA# p130021, product code npt), evolut pro (PMA# p130021, product code npt). Earliest approved product used for product code and PMA#. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a literature article regarding the comparative effectiveness and safety of contemporary transcatheter aortic valve implantation (tavi) devices. All data was collected from a national multi-center registry, with a collective study population of 1 ,976 patients. Of those, the combined evolut group consisted of 703 patients (predominantly female, mean age 82 years) who underwent tavi using medtronic evolut r or evolut pro transcatheter valves. No unique device identifier numbers were provided. In the evolut group, a total of 80 deaths (2 peri-procedural, 78 during follow-up) occurred during the twelve-month follow-up. None of the deaths were directly associated with medtronic product as the causes of the deaths were not characterized. In the evolut group, non-death adverse events that occurred during the twelve-month follow-up included: need for valve-in-valve implantation during the tavi procedure; permanent pacemaker implantation; stroke; myocardial infarction; need for surgical aortic valve replacement or transcatheter aortic valve reimplantation; mild to severe aortic regurgitation (periprosthetic or intraprosthetic); mild to severe mitral regurgitation; decreased left ventricular ejection fraction; major bleeding; and major vascular complications. No additional adverse patient effects or product performance issues were reported.